Manufacturer narrative:
The product will not be returning to the manufacturer for evaluation; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was initially reported that there is an air leak and the motor is not running additional information received on september 15, 2016 stated that during the surgery, after removing the skin lesion, it was impossible to use the air dermatome; impossible to collect the graft. The area where the skin lesion has been removed was too large so the surgeon was not able to close the skin. The patient will have to have additional surgery and while awaiting the surgery, the patient has to wear specific dressings. It is unknown if there was a surgical delay; however since the graft was unable to be harvested, an additional unplanned surgery will be done to collect the graft. The customer stated that the blade was not the problem and that the dermacarrier was not the problem. The device was not repaired by someone other than zimmer biomet, there were no contributing conditions related to the event and the surgical technique for the product was utilized.

Manufacturer narrative:
No device history review for the air dermatome could be performed since the device history record for the device could not be located. The device was noted to have been previously serviced in medicrea for preventative maintenance in december 2012; therefore the device is at least 41 months old. The device was noted to have not been previously repaired. The device was noted to have been previously returned for preventative maintenance in medicrea in december 2012. From 27 july 2015 through 27 july 2016, there were 3 complaints that used the categories "customer not following recommended maintenance requirements / not following maintenance schedule" and no complaints that used "motor malfunction" as part of their risk assessment. The scope of this search includes all part numbers contained within rmf-132 file. The customer returned an air dermatome as well as an air hose to medicrea for evaluation. Initial quality evaluation on the device occurred on 1 august 2016. The air dermatome was found to be out of calibration at the zero thickness setting. The technician also noted that the air hose was leaking air and that it was unrepairable. The air dermatome was tested and inspected. Repair of air dermatome occurred on 3 august 2016. The technician replaced the motor, the motor sleeve, the calibrating lever, the reciprocating arm, the poppet, poppet housing, poppet spring, the throttle hinge and hinge gasket, five separate o-rings, two different ball bearings, ball plunger, a sleeve bearing, semi-circle bearing, and a spring bearing. The dermatome was then tested and verified to be functioning within calibration specifications. The root cause of the motor not turning on could not be specifically determined, but was most likely due to the motor wearing down at least over the 43 months since the device was last serviced for preventative maintenance on december 2012. The instructions for use note that the device should be returned to a zimmer facility for maintenance every twelve months to ensure that the device can function accurately. The device had not been returned to a zimmer facility since december 2012 and the motor over this time could have begun to corrode and break down such that it would be unable to provide the necessary power to the rotate the gear shaft inside of it. This would then prevent the dermatome from being able to reciprocate the poppet and there cause the dermatome to not harvest skin from the patient properly. The device would then be rendered inoperable. The root cause of the device leaking air also could not be specifically determined, but was most likely due to the hose wearing down over at least the 43 months since the previous preventative maintenance. Whenever the customer would turn on the air from the air tank, the air tank creates a pressure gradient where the air flows towards the lower pressurized nozzle end when the nozzle would be opened. As long as the air tank is opened, the created pressure gradient causes a slight amount of force to be applied to the wall of the hose. When the air tank would be closed, the pressure inside of the hose returns to normal and the applied force from the generated pressure gradient dissipates. The hose had not been previously replaced over at least the 43 months since the device was last serviced for preventative maintenance and could have begun to break down such that the constant application and dis-application of forces on the hose wall would cause it to weaken and fracture. The fractured wall would then prevent the air tank from having a closed pathway to generate the pressure gradient needed move air through the hose to the dermatome. The dermatome would then be unable to properly harvest skin from the patient and would be rendered inoperable.